Event description:
It was reported that ongoing occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Clinical troubleshooting was exhausted; a replacement pump was sent to resolve the issue.